Event description:
It was reported that pocket site erosion occurred. It was reported the pump was uncomfortable to the patient and that the superior aspect of the pocket was very thin and too close to the skin's surface. It was reported the patient experienced pain, located in the device pocket. It was reported the health care provider removed the pump from the current pocket, made a new pocket lower in the abdomen and then connected the device back up. The device system was used to administer compounded baclofen and infumorph. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).